Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusions: gore recommends that the gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10-21% oversizing) and 1 mm larger than the iliac inner diameter (7-25% oversizing).

Event description:
On (B)(6) 2005, this patient underwent endovascular repair for an abdominal aortic aneurysm measuring 5.5mm in diameter, and was implanted with gore excluder endoprostheses. The procedure was concluded with a distal type I endoleak involving the ipsilateral leg component implanted in the right common iliac artery. The patient tolerated the procedure. On (B)(6) 2013, computed tomography determined the aneurysm measured 66.4mm in diameter. The patient underwent re-intervention and the right internal iliac artery was coiled, and an additional graft was implanted to extend coverage into the right external iliac artery. The patient tolerated the procedure and is doing well with no evidence of endoleak.